Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as no lot number was provided by the customer. The instructions for use (IFU) provided with this kit instructs the user, "use suture tab to secure sheath and/or anchor with a purse string suture around the sheath suture ring." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "as mentioned in the details of this product complaint, the issue relates to the suture needle in 2 kits that broke during use on a patient, though no medical intervention was required." There was no patient harm or injury. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00765 and 9680794-2025-00766.

Event description:
It was reported "as mentioned in the details of this product complaint, the issue relates to the suture needle in 2 kits that broke during use on a patient, though no medical intervention was required." There was no patient harm or injury. The patient's current condition is reported as "unknown". Associated MDR number include: 9680794-2025-00766.

Manufacturer narrative:
Qn# (B)(4).